Event description:
It was reported that the insulin gauge on the customer's pump displayed a different amount than expected, specifically showing +60 units while the caller expected 120 units. The caller was informed that any positive value is considered accurate and reflects at least the displayed insulin amount. The customer followed steps to deliver a 10.2 unit bolus to see if this would update the fill estimate, but the display remained at +60 units. There was no adverse impact to the customer¿s blood glucose level. The customer chose to continue using the current cartridge and declined to load a new one, with plans to follow up if necessary.